Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5146423), being used with the complaint sensor, was returned on (B)(6) 2014. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the returned receiver and review of the downloaded data log did not confirm the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The data log was provided by the patient. The data was reviewed on (B)(4) 2014 and confirmed the reported event of inaccurate bg values.